Event description:
Customer alleges the metal legs that cross under the seat are tearing. Customer also stated the flattened part of the cross under the seat, it is tearing just as in cloth or paper, it will eventually tear through. No injury alleged.

Manufacturer narrative:
(B)(4) - RMA (B)(4) has been initiated for this issue. Model 91-2, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1145752 rev b (apr-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the crossbar under the seat is allegedly tearing. No injury alleged. Product is being returned to invacare for an inspection and evaluation.